Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the magic3 go intermittent catheters were hurt and felt like on withdrawal it was pulling the gut out. It was also stated that the catheters hurt the patient's stomach for 1 hour after use. No medical intervention was reported.

Manufacturer narrative:
Per additional information received, it has been determined that this event is not reportable. The device was not returned.

Event description:
It was reported that the magic3 go intermittent catheters hurt on withdrawal and felt like it was pulling the gut out. Also stated that the catheters hurt the patient's stomach for 1 hour after use. No medical intervention was reported. Per follow-up via phone on 25may2022 , customer stated there was no allegation against the product. And they got obstructions often, and that made using any catheter uncomfortable, so it was the patient's body causing the issue.